Event description:
The customer was vomiting and went to the hospital where she was diagnosed with dka (diabetic ketoacidosis). She was treated with an insulin drip.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.